Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported an increase to the associated pacing threshold after approximately 4.5 months of implantation. It was indicated that during the re-intervention to correct the issue, the threshold was measured with a psa to be 4.5 v/0.35 ms and the lead impedance was normal. The lead was extracted and replaced, then disposed of by the hospital. The physician commented that the position of the lead may have been the cause of the increased threshold.